Event description:
It was reported, a pt had a diagnostic procedure and an angio-seal was deployed successfully and the pt was discharged the same day. The pt had a f/u appointment, approx two weeks later and there were no complaints. Approx a week after the initial f/u appointment, the pt returned to the hospital with leg pain. A femoral angiogram was performed, which revealed slight stenosis at the puncture site. A endarterectomy was decided to be performed (date of procedure unk). Add'l info was not available.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states, some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.